Manufacturer narrative:
As reported, the inner pouch of three emerald 260cm fixed core (fc) diagnostic guidewires was damaged. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A sterile guidewire ref 502-455, lot 35269693, was received sealed in a pouch within a plastic bag. One sterile unit of dgw .035 fc j3mm 260cm tef was received inside a clear plastic bag, and the device was unpacked to proceed with the product evaluation. During visual inspection, a puncture/tear condition was noted on the pouch tyvek, with no other damage or anomalies observed by naked eye on the returned device components. Due to the damage condition noted on the pouch tyvek during visual inspection, amplified images were taken. Microscopic evaluation of the tyvek material revealed an irregular puncture/tear with fibrillated edges and localized deformation. The damage morphology, including fiber pull-out and absence of clean-cut features, was consistent with mechanical puncture followed by tearing due to external force and friction. These characteristics are not indicative of a manufacturing-related defect and suggest the damage occurred during handling, transportation, or post-manufacturing activities. No evidence of manufacturing defects or assembly issues was found, and the product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. The reported ¿packaging/pouch/box ¿ frayed/split/torn/inner package¿ was observed on all four returned devices. The exact cause of the damages cannot be determined. Product evaluation results suggest the damage occurred during handling, transportation, or post-manufacturing activities due to fibrillated edges and localized deformation found during the microscopic analysis. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿do not use if package is open or damaged.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, the inner pouch of three emerald 260cm fixed core (fc) diagnostic guidewires was damaged. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.